Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was provided with pump reset information and received assistance in resetting the pump from technical support. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.